Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. At the time of the event, the customer had been using fiasp insulin within the pump supplies. Tandem technical support advised the customer against using off-label insulin. Customer¿s blood glucose (bg) ranged between 301-500 mg/dl with high levels of ketones, which led to vomiting. The ketones were identified as dangerous per healthcare provider. The customer delivered a correction bolus via the pump and was treated by paramedics with intravenous fluids (saline and insulin) to address high bg. Customer declined further troubleshooting the event.